Event description:
Further follow-up revealed that the patient reported was misidentified and is not deceased. The appropriate patient who is deceased passed away due to cardiac failure, which was reported to be not related to vns therapy. The information reported in this MFR. Report # has been confirmed to be invalid as the patient is alive and well.

Event description:
It was reported by a physician that a vns patient passed away due to a seizure and cardiac arrest. The physician called the manufacturer in order to obtain additional information regarding defibrillation as it was performed on the patient. At the moment, good faith attempts to obtain additional information have been unsuccessful to date.